Event description:
It was reported that during treatment with two units of revaclear 400, an external blood leak was observed, further specified as "very little external blood leak and very little blood loss". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 the device was received for evaluation. Visual inspection of the product with the naked eye shows the product wet with no residual blood visible. A leakage test of the blood and dialysate side was performed and no leakage could be found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.